Event description:
Pads appropriately placed with round pad to the front and rectangle pad to the back of the chest. Pads connected to defibrillator, defibrillator charged to 200. Two buttons pressed, but defibrillator would not discharge. Pad placement and all connections checked and attempted discharge.repeated checks and attempted 3 times. Still would not discharge. Changed to paddles and machine discharged to defibrillate pt.